Event description:
It was reported that following an MRI procedure, the implant date could not be programmed into the patient information section due to an interlock. The device will clear itself of the interlock and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.